Event description:
Customer responded to recall rc-22-016 notification can-0313 and reported that they experienced two failing qc samples with aries assay cassette lot ab6720a. Data review: on (B)(6) 2023 customer (B)(6) health care district contacted luminex technical support (ts) responding to recall notice can-0313. On the can response form, the customer noted experiencing two failing (false negative) results for qc positive control samples on the aries sars-cov2-eua assay, pn: 50-10047 ln: ab6720a. Customer provided aries system pdf detailed reports for each of the discrepant results which confirms the failing (false negative) results on the qc positive control samples. Sample analysis: qc positive control run on (B)(6) 2022 at 13:11, sample ID 'sars-cov-2 positive control' shows a valid failing test result where the orf1ab gene and n gene targets were not detected with an rnase CT of 30.8. Qc positive control run on (B)(6) 2022 at 13:13, sample ID 'sars-cov-2 positive control' shows a valid failing test result where the orf1ab gene and n gene targets were not detected with an rnase CT of 30.7. Per the aries sars-cov-2 package insert, a valid negative result will occur if neither the orf1ab gene nor the n gene targets are detected while the rnase p is detected. A valid positive result will occur if either the orf1ab gene or the n gene (or both) are detected while rnase may or may not be detected. The rnase cts from the two samples above indicate that the cassettes functioned as intended. Consumable review: no false negative results were reported during qc testing of lot ab6720a on (B)(6) 2022. The average rnase CT from qc testing for this lot is 29.1. There are no ncmrs associated with this lot. There is one other case reporting false negative results for lot ab6720a in salesforce at this time (case (B)(4)). This lot was investigated previously under escalation case (B)(4) where it was decided that lot ab6720a would be recalled per rc-22-016 in which the customer mentioned (in response to can-0313) the observed positive control qc runs yielding failing (negative) results. Device review: aries system sn: (B)(4). Review of the utilized device's history was accessed for a period of 6 months prior to the reported discrepant result. There were no service actions for the aries system during the prior 6 months that would contribute to a false result. Sample work-up: confirmation that the positive control qc samples were 3rd party qc samples to which luminex makes no performance claims for. Conclusion: the root cause of the potential false results cannot be determined. There are no ncmr's associated with the lot utilized. There is no indication of a hardware malfunction. Recall investigation rc-22-016 has already recalled this lot.

Manufacturer narrative:
In light of the covid-19 pandemic and the subsequent authorizations (euas) for sars-cov-2 diagnostics tests and per the conditions of the emergency use authorization, suspected false negatives, false positives and significant deviations in expected performance characteristics will be reported under 21 cfr 803. The alleged false test results in this event have not caused patient injury or death; however, this event is being reported conservatively because if the alleged malfunction were to recur there is a non-remote potential for serious injury or death.